Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. The light source lamp had no spark sound, lamp not lit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was presumed that spark sound did not occur and the main lamp was not lit due to failure of the ignitor. However, the root cause was unable to be specified. Olympus will continue to monitor field performance for this device.